Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: eg29-i10c-us is available in the USA with a 510k number: k190805. We checked the returned unit and confirmed that the objective lens unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens unit. In addition, we confirmed that the suction channel buckled, the air/water nozzle clogged, the air/water channel clogged, the cmos-m with drive pcb objective lens cracked, the segment partial cut or partial disconnection of steel braid , the electrical connector leak, the body cover grip scratched, and the segment steel braid rupture; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (objective lens broken).